Event description:
Pt presented to cath in 2004, with stable angina (ccs3) and one-vessel coronary artery disease was found. The pre-procedure medications included glopidogrel (plavix) and asa. Pre-procedure cardiac enzymes were as follows: normal c-reaction protein (crp), normal ck,and normal troponin. Pci was performed on a 90% de novo lesion in the proximal lad of 18mm in length in a 2.5mm diameter vessel. The (b1) concentric lesion was characterized with a smooth contour, little or no calcification and thrombus absent. The lesion was pre-dilated with a 2.5mm/15mm balloon at 16 atm before deploying one 2.5/18mm cypher stent (lot #unknown) at 16atm with a satisfying result. Residual diameter stenosis measure 0%. Timi iii flow was recorded pre and post procedure.